Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. H3 other text : see h.10.

Event description:
It was reported that before use of the bd vacutainer® k2e / k2 edta blood collection tubes there were four complete rack of tubes that were deformed. A total of 400 tubes had a molding defect. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: from the delivery made to the client, 4 complete racks of lilac plug tubes (368171) are presented with deformation. The tubes delivered to the customer (distributor) show total deformation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k2e / k2 edta blood collection tubes there were four complete rack of tubes that were deformed. A total of 400 tubes had a molding defect. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: from the delivery made to the client, 4 complete racks of lilac plug tubes (368171) are presented with deformation. The tubes delivered to the customer (distributor) show total deformation.